Event description:
The customer reported via phone call that his holster broke and the insulin pump fell in the toilet. The insulin pump's display went blank immediately after it was exposed to moisture. Customer's blood glucose level was 157 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, and vibrator noted. Insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.